Manufacturer narrative:
A new left ventricular lead was successfully implanted. The abandoned lead was not returned to boston scientific crm; therefore, the clinical observations could not be confirmed. Should additional information become available an amended report will be submitted.

Event description:
Boston scientific crm received information that during a follow up visit, this left ventricular lead revealed impedances greater than 2000 ohms and high thresholds. A revision procedure was performed; a lead fracture was confirmed. The decision was made to surgically abandon and replace the lead. No adverse patient effects were reported.